Event description:
The first assist was using a bovie during a c-section. The hemostat was clamped onto subcutaneous tissue and the bovie was applied to the lower end of hemostat and the first assist felt a shock and sustained small burn to right 4th digit. They declined evaluation or treatment. There was no patient harm.====================== health professional's impression======================unknown. The grounding pad was examined and was dry and well adhered to the skin.